Event description:
A drill bit broke, and the tip remains in the pt.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not draw any conclusion regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.